Event description:
Physician experienced inflation difficulty and balloon burst during a stenting procedure, targeting a de novo highly calcified and moderately tortuous lesion in the right coronary artery (proximal, mid and distal) of a male pt, age unk. Pre-dilatation was conducted with an unk balloon for an unk time and pressure. The 3.5mm x 18mm cypher was being delivered to the proximal coronary artery from the distal end of the lesion. Upon inflation of the cypher, only a pressure of 3atm to 6atm could the attained. The physician then noticed blood flowing into the inflation device. The stent was delivered at the target lesion, however, post dilatation was done with a pleon biotronic balloon the fully dilate the stent. Intravascular ultrasound confirmed full dilation and cardio angiogram confirmed sufficient blood flow and the physician later confirmed a pinhole rupture on the balloon. There was no report of pt injury.

Manufacturer narrative:
This product with catalogue is not sold in the united states; however, it is similar to a product with catalogue that is sold in the united states. Additional info will be submitted within thirty days upon receipt.